Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx rx coronary drug eluting stent devices were attempted to be used to treat a lesion. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The devices were inspected with no issues. Negative prep was performed with no issues. It is reported that both stents became deformed during attempted insertion. The procedure was completed using another 2.25x18mm onyx device. No patient injury is reported.

Manufacturer narrative:
Additional information: the target lesion was in the ostial lad. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices due to calcium. Excessive force used during delivery. Both balloons had difficulty crossing the lesion. Both stents became deformed when attempting to cross the lesion. Device analysis: there was a kink on the catheter 48.5cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.